Event description:
(B)(6) hospital (B)(6) has gone approximately 13-14 months without a hysterectomy organ space infection. The product came into use in (B)(6) 2018 and there has been an increase in reported infections.